Event description:
The customer reported that they received an erroneous result for one patient sample tested for benzodiazepines plus (benzodiazepines). The customer does not know when the event occurred. The customer did not know which analyzer was used to generate the initial value. The analyzer used was either c502 module serial number (B)(4). Refer to (B)(6). The customer stated that they use a cutoff of 300 ng/ml for the assay. It was confirmed by the field application specialist that the customer was using a 200 ng/ml cutoff. The sample initially reported as positive on the c 502 module and this value was reported outside of the laboratory. The sample was sent to a reference laboratory for confirmation where it recovered negative using gc/ms methodology. The customer could not provide any information on whether the patient was adversely affected by the event. No adverse events were alleged. The customer could not provide a lot number or expiration date for the benzodiazepines reagent. The customer declined service. Investigations could not determine a specific root since information was missing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.